Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system is outside of clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that host computer was not launching into the application. After reviewing log filet, fse found the host pc failures. Fse replaced the host pc in the mains cabin to resolve. After replacement of host pc, the system returned to use in good working order. The defective part was returned for analysis and the malfunction was confirmed and the failed component was mainboard. He codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer was not launching into the application. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the host computer, which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.